Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: carto mapping system. (B)(4) the device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one patient in the clinical ablation group was reported to have suffered a arteriovenous fistula during the procedure. There were no treatments reported related to the fistula. Potential channels within the scar were identified by substrate mapping and targeted only when confirmed to be involved in the vt circuits by entrainment mapping. Linear ablation lesions were placed to transect the vt isthmus and terminate inducible vts. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "ablation of stable vts versus substrate ablation in ischemic cardiomyopathy : the vista randomized multicenter trial" the purpose of this study was to determine rates of vt recurrence in patients undergoing ablation limited to clinical vt along with mappable vts ("clinical ablation") versus substrate-based ablation. A 3.5-mm cooled-tip catheter (navistar thermocool or thermocool sf) was used for mapping and ablation. Bwi reports this adverse event under navistar thermocool ablation catheter, however catalog and lot number are unknown. Should more information be received, product for this adverse event will be modified as appropriate. Other serious and non-serious adverse events were reported in this article (serious events are reported to FDA separately): three (3) pericardial effusions in the clinical ablation group. Two (2) pericardial effusions in the substrate based ablation group. The awareness date for this complaint is 2/8/2016 because the article was reviewed on 2/8/2016.